Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, when transecting the lung tissue, the surgeon was able to press the green button, but not able to squeeze the handle, the device did not fire. Another handle and reload was used to resolve the case. There was no patient harm.